Event description:
A device report from (B)(6) indicated a hosp in (B)(6) reported: a (B)(6) female experienced a fall and sustained in injury to the right hip. Pt was implanted with a pfna ii nail and blade on an unk date. X-rays were taken, pre-op, post-op and approx one week after implantation. It was discovered the blade migrated through the femoral neck and required medical/surgical intervention on an unk date: hardware was removed. No further info is available. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found. Expiration date: date corrected from 01/02/2022 to 02/01/2022.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. The investigation is on-going.